Manufacturer narrative:
Customer did not provide age/date of birth, gender, or weight. (B)(6). The customer did not return the reagent for evaluation and field service was not dispatched to the customer site. The customer stated they ran qc before and after the event and they met specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. In conclusion, the cause of this event is unknown given the current information provided. (B)(4).

Event description:
The customer reported a lot to lot variability observed for igg antibodies to toxoplasma gondii (access toxo igg) assay for one patient's results generated on the laboratory's unicel dxi 800 access immunoassay system (serial number: (B)(4)). The results were increasing during monthly patient follow-up while toxo igm results stayed non-reactive. One sample tested multiple times on (B)(6) 2015 and did not meet the stated precision claims for the assay. This same sample was also tested on (B)(6) 2015 and the four values obtained during these two days are not giving the same clinical decision (reactive - reactive - non-reactive - equivocal). No change or impact to patient treatment was reported in conjunction with these results. The patient's sample was collected in a serum tube and centrifuged at 3500g (g force) for fifteen minutes at 18 degrees centigrade. No issues with sample integrity were reported by the customer. All system parameters (including quality control (qc), calibration and system check) were within assay/instrument specifications.